Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, while in a store, the patient was experiencing shakiness and diaphoresis. Eventually, the patient lost consciousness. It was reported that the patient¿s cgm was reading low mg/dl however, the device did not alert her to her hypoglycemic state. It was further stated the device did not alert the patient until after she had already passed out. The patient¿s mother and daughter were with her and treated her with glucose tablets. It was not reported how long the patient was unconscious. The patient did not seek assistance from a higher level of care. The patient was in stable condition with a bg meter reading of 194 mg/dl at the time of report. Data was provided for investigation. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.